Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was humid and was white. The customer also reported that they received unexpected restart alarm and the buttons were unresponsive. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, unable to verify unexpected restart alarm, button keypad or constant tone due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.